Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).

Event description:
Customer called on (B)(6) 2011 to report that the unicel dxc 800 synchron system generated one erroneous total protein patient result on (B)(6) 2011. Customer reran the patient sample on this dxc instrument, and then on another dxc instrument in the laboratory. Later that day, the field service engineer (fse) inspected the instrument and replaced the modular chemistry sample probe and performed instrument alignments. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer stated that the erroneous result was amended and that patient treatment was not affected by the instrument issue. No one was harmed or affected by the instrument issue.